Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. Basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests were not performed due to constant motor error alarm. The deice had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and broken pump belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error alarm. The patient's blood glucose level was 100mg/dl. Trouble shooting was conducted and we explained the possible causes for the motor alarm. Device is being returned. No further information available.